Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Leave little fibers- vagina [foreign body in reproductive tract] core is organic cotton, but it did leave little fibers- tampon [device breakage]. Case narrative: consumer reported via rr that the tampon left little fibers. No serious injury was reported.